Event description:
It was reported that the patient experienced pain and shock sensations from using the spinalpak assembly. The patient is treating her cervical spine. The patient stated that she experienced three shocks while wearing the unit during the night. The patient rated the pain as a 3 on a scale of 1 to 10, with 10 being the highest. The patient reported that there are no marks on her skin. The patient reached out to her neurosurgeon regarding her symptoms. The patient was sent a new spinalpak. It was reported that no further information is available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. No physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint. The device operated/functioned as intended. The device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3: device evaluated by manufacturer updated to yes. H6: type of investigation added to 3331: analysis of production records. H6: type of investigation added to 10: testing of actual/suspected device. H6: investigation findings added to 213: no device problem found.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced pain and shock sensations from using the spinalpak assembly. The patient is treating her cervical spine. The patient stated that she experienced three shocks while wearing the unit during the night. The patient rated the pain as a 3 on a scale of 1 to 10, with 10 being the highest. The patient reported that there are no marks on her skin. The patient reached out to her neurosurgeon regarding her symptoms. The patient was sent a new spinalpak. It was reported that no further information is available.